Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Two videos of 6 fr triple lumen powerpicc catheters were returned for evaluation. An initial visual observation of the first video showed a 6 fr triple lumen powerpicc catheter inserted in a patient¿s arm with a leak in the catheter tubing. Clear fluid was observed to accumulate at the insertion site, indicating the presence of a leak. An initial visual observation of the second video showed a 6 fr triple lumen powerpicc catheter inserted in a patient¿s arm with a split in the catheter tubing. The split was observed to occur directly distal to the distal tip of the molded joint. No further details of the leak sites could be discerned in the returned videos. There were no distinguishing features in the returned videos of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that two catheters were found to be ruptured and leaking medication near the ostium. Videos attached. The catheter was removed and the patient was re punctured. Event occurred in two patients. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.